Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use. The removed biphasic pcb assembly was further evaluated in the failure analysis center. After an analysis of the pcb, it was observed that multiple components (diodes cr7, cr24, cr27 and transistors q5 and q6) suffered extensive electrical damage and were observed to all be shorted. A conclusive component root cause could not be determined due to the extensive electrical damage observed.

Event description:
The customer initially reported that their device would not pass its user test and had logged multiple event codes. After an evaluation of the device, it was observed that the device would no longer charge defibrillation energy. There was no patient use associated with the reported device issue.